Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient had presented to the emergency room after receiving inappropriate atp and hv therapy for an svt with rvr. Upon interrogation, svt episodes were being detected as vt. The ICD was reprogrammed and the physician will continue to monitor the patient.